Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri) after being implanted for 41 months. A review of the device's memory revealed that it reached middle of life 2 (mol2) within 21 months post implant. This device is part of the population described in the shortened replacement window advisory, initially communicated on (B)(6) 2007. There was a concern that the battery was depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d was explanted and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.

Event description:
The crt-d was returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.26 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.